Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with the dianeal and extraneal therapies was not reported. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient still remained hospitalized. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b07072 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.